Manufacturer narrative:
This report is being submitted to relay the device investigation and additional information. The following sections are being reported: b4: date of this report was updated. D4: device expiration date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H6: investigation type codes were added: 4111, 4109 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. H10: narrative/data was updated. The product was returned for investigation. The reported event (bone loss) is unconfirmed following evaluation. Based on the evaluation, the device malfunction did not occur. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (2012100038). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR.the lot number was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2012100038) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is patient factors/para-functional habits (bruxism) over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown/not provided.

Event description:
It was reported that implant #21 had mobility due to bone loss. It was also reported that the patient had abscess and occlusal trauma as a result of the event.